Manufacturer narrative:
Event summary: cook was informed of an incident involving a ncircle tipless stone extractor . It was reported that the basket could not be opened before use during a ureteroscopy, retrograde pyelogram and stent placement procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) was loose, but the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measures 2.7 cm in length. The basket sheath begins to bow approximately 3cm from the distal tip of the support sheath. The support sheath was slightly bowed. Functional testing determined the handle does not actuate the basket formation. The handle was disassembled. It was noted that the support sheath and the basket sheath were detached. Adhesive was not visible on the basket sheath near the support sheath. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was open and could not be closed when the handle was functioned. The basket sheath and yellow support sheath were separated, which prevented the basket from closing. The basket sheath and support sheath are glued together during manufacturing. No adhesive residue was observed, but that was not conclusive evidence of a manufacturing issue. The amount of adhesive required to secure the two sheaths together might not be visible after drying. It is also possible any adhesive residue flaked off the components once the sheaths had separated. The cause for the sheath separation could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a ureteroscopy, retrograde pyelogram and stent placement, a ncircle tipless stone extractor did not open. The scrub nurse was testing the basket when they found that it could not open. Another new device was used to complete the procedure. There were no adverse effects to the patient reported.